Event description:
In 2002, the distributor's customer svc rep informed the MFR's rep of the following: a pt called the distributor and explained that they had a device implanted in them at a user facility in 6/01. The pt stated the device cracked and that chemo went everywhere. The pt stated there was bruising.